Event description:
Ous MDR - after in implant duration of about 63 months, it was reported that the device could not be interrogated. Pacing was seen upon magnet application. No adverse pt side effects have been reported. The dates of implant and explant were not provided. However, this device was returned for analysis, so we do know it was explanted.